Event description:
Additional information received reported the patient was doing very well now. It was believed the pain was due to the patient getting used to the medications in the device. The medication was titrated down ¿for a while¿ and it worked to solve the issue. The patient had not been in since august when they came in for a low back epidural infection and would be back in january for a refill. It was noted the patient had ¿no history of this¿. The intrathecal medication was considered ongoing.

Event description:
Additional information received reported following an MRI in september there was no granuloma noted and no intervention was needed. It was noted everything looked fine with the pump. The health care provider (hcp) had been attempting to titrate the patient down on her pump medications but it was not working. It was noted the patient had also been ¿in the midst of a pain flare¿. The plan was to ¿pretty soon here in the next year¿ to replace the patient¿s current pump because it was going to need to be replaced. The hcp had told the patient to call back if her pain flare did not subside and if her pain did not get better. The hcp had not heard from the patient since october.

Event description:
It was reported that an MRI of the t-spine and l-spine was ordered by the patient¿s managing pump health care provider (hcp) and the description was ¿increased pain, evaluate for degree of neuroaxial pathology and comment on catheter tip of pain pump¿. The device system was used to deliver hydromorphone and bupivacaine. It was later reported the patient had been having increased pain and they were ruling out a granuloma. The reporter did not have any timelines/dates for the issue. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). The previously reported recall z-1151-2008 is no longer applicable to this event.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).